Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 05/10/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/12/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The down arrow keypad button was intermittently responsive and required excessive force in order to elicit a response. All of the other keypad buttons responded as expected and were found to spring back and click back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, the internal battery was found to be leaking and unable to hold charge. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the battery compartment was found to be cracked and the battery cap was stripped. A test cap was used for testing and the pump powered on with no issues. The alleged malfunction is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.